Manufacturer narrative:
Follow-up #5: the retain test strips have been further evaluated by lifescan product analysis with the following findings: although it was previously reported that the retain test strips failed performance testing with blood, the evaluation has concluded that the retain test strips passed all testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1:the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 4. Supplemental sent to correct information previously omitted: a DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed. An appropriate evaluation code has been included in this submission.

Manufacturer narrative:
Follow-up # 1: the lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips involved with this complaint failed testing. The reported issue was confirmed. Additional tests were performed on the test strip vial and the desiccant; these tests passed and failed respectively. Product analysis also performed a retain test. The retain test strips failed performance testing with blood. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015 the lay user/patient contacted lifescan alleging that their onetouch ultra2 meter was reading inaccurately high compared to another meter. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient alleged that the product issue began around midnight on (B)(6). The patient reported obtaining blood glucose readings of "345-350mg/dl" on the subject meter and "90-95mg/dl" on another unknown meter, obtained within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy. The patient manages their diabetes with self-adjusted insulin. The patient reported that prior to the start of the alleged inaccuracy, the patient developed symptoms of "sick, shaky, weak, physically hurting, unable to eat, headache, runny nose, coughing, chills, burning up, issue with his eyes, hard to use the bathroom". The patient reported that they stopped taking their insulin in response to these symptoms. The patient reported testing their blood glucose on an accuchek meter at the urgent care clinic and obtained a reading of "90mg/dl". The patient reported that they were advised to speak to their doctor but did not report any medical treatment. At the time of troubleshooting the cca verified that the test strips were stored correctly (per owner's booklet recommendation). The reporter did not have control solution available to test the subject meter. Replacement products were sent to the patient. The complaint is being reported because the patient developed serious symptoms and may have delayed appropriate treatment while using the subject meter.

Manufacturer narrative:
The additional tests performed on the test strip vial and the desiccant was to check the structural integrity and for possible moisture issue. The structural integrity of the test strip vial was found to be intact during a gross leak test. The desiccant within the subject vial was found to contain more moisture than expected from normal use (as per product labelling). If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.